Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completedif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The replacement of the s-rom mom implants took place as a revision on (B)(6) 2014. Firstly, the patient underwent the primary surgery for tha with s-rom-mom on (B)(6) 2006 at the hospital. Subsequently, on the grounds of the pain entailing abnormal sounds about which the patient had been recently complaining, the surgeon opted to perform a revision although the MRI diagnosis could not verify any clear evidence. During the revision on (B)(6) 2014, it turned out that the cup angle had been more than 60 degrees wide (navi in use) and leading to the impingement of the neck cup in the back. Concurrently the surgeon verified the tissue reaction of the patient as well. Allegedly, the surgeon suspected metallosis during the surgery in that there had been damage to the implant. Additionally, osteolysis seemed to having been partly occurring around the back of the cup. Nevertheless, the surgeon has requested the investigation of the surrounding tissues and the removed implant because of the black ring confirmed on the "neck-head junction". (Cmm & redlux). Except the sleeve, the surgeon has replaced all the implants with the new ones. The surgery was successful without a delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
The complaint states report of formal claim received from (B)(6) regarding revision of marathon liner and ceramic head due to infection. Revision confirmed, but no date received. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.